Manufacturer narrative:
Medwatch sent to FDA on 04/11/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swollen, puffiness, redness, soreness, infected, cellulitis and "gastro bug" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of cellulitis, edema, erythema, infection and pain: "precautions for use as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week." This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements.¿

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the mid face and "mid and lateral cheeks." About 6 months later, the patient "experienced a gastro bug." Two weeks later, the patient developed "puffiness, soreness, redness" in areas where the product the was injected. Healthcare professional noted that the patient's face was now "swollen and infected" and that it "looks like cellulitis."